Manufacturer narrative:
Repair evaluation information was received on 01/14/2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, asthma, and lung disease (copd) there was no report of medical intervention. No additional information can be requested at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. Using a known good power supply and power cord, pil tech was able to confirm the device powers on and provided airflow. Pil confirmed the operation of the heater plate. During review of the error logs, pil determined that the device had 16748.3 machine hours, 16748.3 blower hours and 15171.7 therapy hours. The error log showed 0 errors logged. Care orchestrator data was not available for download. During the investigation pil observed small scratches throughout the bottom of the bottom enclosure. Unknown contaminates were observed on the top enclosure/ui panel. A yellow/reddish contaminate was observed in the crevice between the top and bottom enclosure. Dust-like contamination was observed on and under the top enclosure, on the bottom enclosure, right side panel, in the iso port, on the pca, under the left and right panels, on and under the blower cap, on and in the blower motor, in and under the blower housing, on the sound abatement foam and walls of the bottom enclosure. A potential web-like substance was observed in between the iso port and bottom enclosure. What seemed to be insect larvae was observed attached to the blower outlet bellow. Potential dried liquid was observed on top of the blower motor. Evidence of sound abatement foam degradation/breakdown was not observed. (Ds6hflg) small dried liquid spots were observed on the flip lid assembly/bottom enclosure. Dust-like contamination was observed on and under the flip lid assembly, in the air outlet, in the bottom enclosure, on the dry box and dry box seal, on the heater plate and in the lower base. Potential hair-like particles were observed in the bottom enclosure. Several potential insect larvae were observed in the lower base. Small scratches were observed throughout the bottom of the bottom enclosure. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. Box d and h was updated in this report.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, asthma, and lung disease (copd) there was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.